Event description:
Per report, there was a vascular complication during a tavr procedure, and a stent was placed in the femoral artery.

Manufacturer narrative:
Additional information was provided by the doctor¿s office: during the transfemoral tavr procedure the patient was found to have a dissection in the left common iliac and femoral artery. The cause of the vascular injury is unknown. However, the esheath was used on the right femoral artery. In this case, per report the vascular injury experienced by the patient during the tavr procedure was not caused by an edwards¿ device. There was no allegation or indication of an edwards device malfunction. Therefore, this event is no longer considered to be a reportable event for edwards and a corrected report is being submitted.

Manufacturer narrative:
Investigation of this event is ongoing.